Event description:
Complaint record is alleging oil leakage from the lift motor. MFR - 8030916-2013-00054.

Manufacturer narrative:
A supplementary report will be filed when the motor has been returned for evaluation.